Event description:
An arterial air alarm occurred at the end of a routine hemodialysis treatment while trying to perform rinseback. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The user's guide provides adequate instructions for troubleshooting air alarms. The cycler was returned for evaluation of the cycler and no problems were found. Review of the log files indicate that an arterial pressure alarm also occurred which suggests that the alarms may be due to problems with blood flow from the patient's access. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.